Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient stated they went to the bathroom and lost consciousness. When the patient's father arrived home, they found the patient laying on the bathroom floor and called 911. When the paramedics arrived, they administered the patient with an unspecified IV. It is unknown if a bg was taken prior to treatment and unknown what the cgm was displaying. The patient was transported to the hospital emergency room and was provided glucagon, a soda and a sandwich. The patient was shortly discharged after they finished their soda. It was reported that during the time of the event, the cgm was not providing readings because of a sensor error. At the time of the report, the patient was in stable condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.